Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft was reported to have been disposed of, by the customer. The hub, hypotube, and collar were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and a full separation of the shaft at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties occurred. The target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that full separation of shaft at the collar was noted on the guidezilla.